Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a procedure to cap and replace the right ventricular lead due to an unspecified capture issue. No further information was available.